Manufacturer narrative:
Awaiting for completion of investigation activities.

Event description:
A short time after starting the case, the pump stopped due to high pressures in the system. The pump did not regulate the pressure but stopped immediately. According to what was reported by the customer, the pressure limit was adjusted to higher, but the pump was still in stop. According to the log files, a maximum pressure of 471 mmhg was displayed on the qws. The pump setting is between 500 and 550 mmhg. The flow rate at that time was 5.5 l/min. The machine could not be operated any further. After central cannulation and replacement of the pressure measurement, the case was completed without any problems.